Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked around the adapter of the infusion device. The patient noticed wetness around the adapter threading. No adverse event was reported. The adapter was discarded; therefore, no product could be requested to be returned for product evaluation.